Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead passed a pressure test which confirmed its insulation integrity ¿ no damage was noted. A stylet insertion test was also performed and passed with no issues noted. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during an implant procedure, a physician noted an insulation defect with this left ventricular (lv) lead. Resistance was also felt when inserting the guidewire into the lead as well. The lv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.